Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt, and unsuccessful removal attempt of the filter, which had to be later removed by open procedure after the filter migrated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, migration and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The legal brief also noted that there was an unsuccessful attempt to remove the filter. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt, and unsuccessful removal attempt of said filter, which had to be later removed by open procedure after filter migrated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt, and unsuccessful removal attempt of the filter. Additional information the patient profile form (ppf) indicates that the patient has experienced anguish and discomfort related to the events. The patient has pain and suffering for having to undergo major surgeries to have the filter removed. There were two removal attempts made, one approximately three months post implant and the second attempt was made approximately two years and five months post implant. Medical records received indicate the preoperative diagnoses at filter placement were deep vein thrombosis of the left lower extremity and bilateral pulmonary emboli. The inferior vena cava (ivc) filter was placed at the level of the l1 and 2. Access was via the left femoral vein. Two days post filter implant, a thrombolysis was done to prevent post thrombotic syndrome. An iliofemoral venogram along with the inferior vena cavagram were done and found the clot in the left iliofemoral vein. The superficial femoral vein is normal. The common femoral vein and distal part of the left external iliac vein had extensive thrombus. This was noted by extensive filling defects. A pharmacochemical thrombolysis of the left iliofemoral venous thrombus was done. Multiple clots were extracted. The patient was discharged with coumadin. Two and a half months post filter placement, color doppler and gray scale evaluation of the left lower extremity veins demonstrated the common femoral vein to be free of clots. There was a small amount of residual thrombus in the superficial greater saphenous vein. The deep femoral vein, superficial femoral vein, popliteal vein, and calf veins show flow present with compressibility. Approximately forty-three days post filter implant the patient returned to the emergency room with sudden onset of severe pain in the left lower extremity with swelling. Ultrasound suggested a partial thrombus in the left common femoral vein. Because of the increasing symptoms and swelling, a left iliofemoral venogram, intravascular ultrasound evaluation of the left iliac and femoral veins and left iliac vein percutaneous angioplasty with a 16x90mm self- expanding stent was performed. The patient is reported to have tolerated the procedure well with no immediate complications. The pre-procedure diagnoses were, dvt of the left iliofemoral system and may-thurner syndrome with left iliac vein stenosis. Approximately one month later an unsuccessful percutaneous attempt was made to retrieve the filter. Approach was made from the right jugular vein. An inferior venacavogram showed a patent right common iliac vein and ivc, with no evidence of thrombus in the filter or intraluminally, however the filter seemed to be tilted. Multiple attempts to retrieve the filter were unsuccessful. This was felt possibly do to the tilt. It was felt that the filter could not be retrieved, and the decision was made to leave the filter in place. The patient tolerated the procedure well. There are no complications. Approximately twenty-seven months later, the patient went to the emergency room with chest pain and was found to have a small left sided pulmonary emboli. The patient was sent home and returned with the same pain. An interventional physician attempted to remove the ivc filter and the filter embolized into the heart and a wire sheared in the right internal jugular. The patient was taken to the operating room emergently and underwent a median sternotomy and the ivc filter was removed. The patient did well after the surgery, except for delayed re-union of the sternum. There is currently no additional information available for review. The procedural details of the second filter removal attempt have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter retrieval difficulty, migration and tilt could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the circumstances surrounding the filter migration, procedural fators may have contributed to the reported event. The timing and mechanism of the reported filter tilt could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per, the medical records received indicate the reason for filter placement was shortness of breath, chest pain, bilateral deep venous thrombosis and pulmonary thromboembolism. The trapease was deployed without any problems. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter and perforation of the caval wall. Per the patient profile form (ppf), the patient had a CT scan where it was revealed that the filter had tilted and perforated the ivc. The patient has anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information the patient profile form (ppf) indicates that the patient has continuous discomfort and mental anguish caused by filter malfunction and unsuccessful removal of the filter due to the malfunction, that left a dangerous device in his body. The patient has pain and suffering for having to undergo major surgery to have the filter removed. There were two removal attempts made, one approximately 3 months later and the second attempt was made approximately 2 years later. Medical records received indicate the preoperative diagnoses at filter placement were deep vein thrombosis of the left lower extremity and bilateral pulmonary emboli. The inferior vena cava (ivc) filter was placed at the level of the l1 and 2. Access was via the left femoral vein. On the same day following filter placement, a thrombolysis was done to prevent post thrombotic syndrome. An llofemoral venogram along with the inferior vena cavagram were done and found the clot in the left iliofemoral vein part will be dictated separately. The superficial femoral vein is normal. The common femoral vein and distal part of the left external iliac vein had extensive thrombus. This was noted by extensive filling defects. A pharmacochemical thrombolysis of the left iliofemoral venous thrombus was done. Multiple clots were extracted. The patient was discharged with coumadin. 2 ½ months after filter placement, color doppler and gray scale evaluation of the left lower extremity veins demonstrated the common femoral vein to be free of clots. There was a small amount of residual thrombus in the superficial greater saphenous vein. The deep femoral vein, superficial femoral vein, popliteal vein, and calf veins show flow present with compressibility. Subsequently the patient was diagnosed with may-thurner syndrome with left iliac vein stenosis. He returned to the hospital with severe pain in the left lower extremity with swelling as well. A 16x90 mm wall stent was deployed in the left iliac vein. A later bilateral lower extremity venous doppler found partial thrombosis of the left common femoral vein. One month later, an attempt was made to retrieve the filter. There was no evidence of thrombus but the filter was tilted. Multiple attempts were made to retrieve the filter unsuccessfully and it was decided to leave it in. Approximately 2 years later, the patient went to the emergency room with chest pain and was found to have a small left sided pulmonary emboli. The patient was sent home and returned with the same pain. An interventional physician attempted to remove the ivc filter and the filter embolized into the heart. The patient was taken to the operating room emergently and underwent a median sternotomy and the ivc filter was removed. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.